Manufacturer narrative:
An event of difficulty advancing sheath into guidwire inside the patient and the dilator tip being split upon removal of the device from the patient was reported. Field indicated that advancement difficulty was due to patient's tortuosity in femoral vein. The investigation confirmed that the tip of the dilator was split and kinks all over the sheath were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications prior to release. The cause of the reported incident could not be conclusively determined. However, the damage was consistent with having occurred from the guidewire while advancing the sheath and dilator over it.h6 medical device problem code: code 2915 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, it was reported there was difficulty inserting the delivery sheath over the 0.035mm amplatzer guidwire due to the tortuosity of the patient's femoral vein. A decision was made to remove the delivery sheath and the operator noticed the dilator tip was damaged. A decision was made to replace the delivery sheath with a new 14f amplatzer torqvue 45x45 delivery sheath. The remainder of the procedure continued without issue and the 28mm amplatzer amulet was implanted successfully. There was no clinically significant delay in the procedure due to this event. The patient remained hemodynamically stable throughout the procedure and their status was reported as stable.